Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced pain and swelling since it was implanted. Technical services (ts) was consulted and referred the patient to their physician for further examination. This device remains in service. No adverse patient effects were reported.